Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It was noted that the iabp unit lost helium in two days without use. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and found the green plastic o-ring and rubber o-ring being used on the helium tank. The stm advised the customer to only use the rubber o-rings. The stm verified the reported issue and replaced the o-ring ((B)(4)) and re-tightened. The stm checked the valve for the cv1 connector and verified no helium leaks using the cardiosave helium leak procedure. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It was noted that the iabp unit lost helium in two days without use. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.